Event description:
It was reported that after upgrading the software on the ics central stations, the customer detected intermittent events of dropouts of full disclosure data with telemetry monitored patients. No patient injury was reported. (B) (4).

Manufacturer narrative:
We are still investigating this reported incident. A follow-up report will be submitted as soon as our investigation is complete.